Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Possible oversensing of left ventricular signals on the rv channel was also noted. The device and non-boston scientific leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Possible oversensing of left ventricular signals on the rv channel was also noted. The device and non-boston scientific leads remain in service. No adverse patient effects were reported. Additional information was received indicating there was loss of capture on the left ventricular (lv) lead and noise. No adverse patient effects were reported.